Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips were not closing completely. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Malformed clip. The analysis results found that the device was returned with one malformed clip attached to the tyvek. Further evaluation found that one jaw was broken at bifurcation, the device was empty and the orange indicator was over traveled. Although, no testing could be performed to evaluated the incident reported, possible causes of malformed clips might be excessive twisting or torque of the device jaws when positioning or firing of the device, excessive side load applied to the jaws causing them to partially collapse or pushing with excessive force on the proximal end of the device. In addition, the most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. However, the found condition of the jaws and the indicator failure are not related with the incident reported. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time